Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the access site bleeding has been completed. The cause of the access site bleeding cannot be determined since the complaint device not returned for investigation and insufficient data returned. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support during electrophysiology ablation. While on support, the patient experienced access site bleeding. A hematoma was noted at the left femoral midway through the case, manual pressure was and toward the end of the case the hematoma became more noticeable and the patient hemodynamics more unstable. Reportedly manual pressure was held for another 30 minutes. The decision was made to remove the impella and place an intra-aortic balloon pump. The impella was removed.